Manufacturer narrative:
(B)(4). We received one used (contaminated with cytostatic agent), empty easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. Damages were not detected. As-received condition the white clamp was closed. The original wing cap was not handed over by the customer, the patient connector was not closed. After opening the top cap and removing the closing cone, we detected liquid at the filling port (lli-cone). Furthermore, we detected crystallized drug residues at the laa-cone of the patient connector. Additionally, the sample was filled with nacl 0.9 % up to the nominal volume and a functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while the pump worked (solution was running). Leakages were not detected at the sample. Furthermore, we tested the flow rate of the received sample. Nominal: 2.0 ml/h actual: 11.1 ml in 1 h; 20.6 ml in 2 hrs; 29.7 ml in 3 hrs. The flow rate of the sample is not in accordance with the specification. Leaks were not detected at the sample. The cause for the too fast flow could not be find out. We have informed our manufacturer accordingly. Statement: received one piece of used, empty of easypump ii lt 100-50-s without original packaging. As received condition, clamp clip is clamped and wing cap is not observed at the pump. Male luer lock is not closed. Big top cap is opened and discofix cap is removed. Observed liquid at the cap valve. Furthermore, detected crystallized drug residues at male luer lock. No other deviation is observed at the complaint sample. Analysis: flow rate test is conducted on complaint sample. Result obtained is (B)(4). Based on the flow rate test result, the flow rate of the complaint sample is out of specification. The deviation from nominal flow rate is(B)(4) which is not complied to the specification range from -(B)(4). Nitrogen flow rate of microbore sub-assembly of the complaint sample is checked to verify the test result. Found nitrogen flow rate of microbore sub-assembly is out of specification at 7.50ccm. Further investigation has been carried out to re attach new microbore sub-assembly to the complaint pump sample. The nitrogen flow rate range measured is 3.28ccm, within the range of specification. Water flow rate test has been conducted. Based on the flow rate test report, the flow rate of the complaint sample for the reattached new microbore sub-assembly is within specification. The deviation from nominal flow rate is complied to the specification. Conclusion: based on flow rate test result and nitrogen flow rate value of the complaint sample, the complaint sample is out of specification. New microbore sub-assembly is reattached to the complaint sample pump and flow rate is within specification based on second flow rate test. Pump is ruled out to be possible root cause. Proceed to check on the microbore sub-assembly of the customer complaint sample. The sample is checked under smartscope and found out that there is insufficient uv curing between glass tube and step down tube. The void shows that the connection between glass tube and step down tube is not properly uv cured, and this will cause leaking of solution or bypass problem through the connection. The bypass issue will cause the flow rate of solution to be fast. Justification: justified. Reviewed the device history record and there were no such defect encountered during final control inspection.

Event description:
As reported by the user facility ((B)(4)): pump was empty after 10 hours in place of 48 hours.